Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached from the end of the fiber at 91,510 joules. No pt injury was reported. The device was not returned for evaluation.